Manufacturer narrative:
Analysis: the delivery catheter system (dcs) was returned for analysis with the valve (d526789) loaded in the capsule of the delivery catheter system (dcs). The handle was intact. The device was received with the capsule over captured. The deployment knob appeared to retract and advance the capsule. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the proximal end and the distal side of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. Conclusion: the reported event indicates that after the delivery catheter system (dcs) crossed the annulus the blood pressure dropped. There was no improvement at 80% deployment of the valve. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A conclusive cause could not be determined from the information available. Vascular access related complications are a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, an assignable root cause of the vascular complication could not be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications were related to these events. Per the physician the cause of the blood pressure drop was hemodynamic compromise and tachycardia related to suicide ventricle. A 34mm valve was implanted. Subsequently, the patient passed away. Per the physician, the cause of death was cardiogenic shock. Updated data: d8, d9, h3, h6 method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, after the delivery catheter system (dcs) crossed the annulus the blood pressure dropped. There was no improvement at 80% deployment of the valve. Medication was provided but there was no response. Cardiopulmonary resuscitation (CPR) was performed and the patient was placed on extracorporealmembrane oxygenation (ECMO) and intubated. The blood pressure recovered. Per the physician the cause of the blood pressure drop was hemodynamic compromise and tachycardia related to suicide ventricle. A 34mm valve was implanted. Subsequently, the patient passed away. Per the physician, the cause of death was cardiogenic shock.